Event description:
It was reported that during a clinical follow up, post sensed t-wave oversensing was observed. The patient was asymptomatic. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.